Event description:
It was reported that t:slim X2 pump battery would not charge and pump displayed power source alert, but issue occurred prior to call and had already resolved. There was no adverse impact to the customer¿s blood glucose level. Customer used original Tandem wall adapter and charging cable, confirmed pump began charging again, and no further assistance or supply changes were required from Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.